Event description:
It was reported to patient services that this lead was explanted on (B)(6) 2012 due to an infection. No further information is known. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).